Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm while rewinding the insulin pump. Customer also reported a no delivery alarm occurring on the insulin pump. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal on the insulin pump. It was also found a weak battery alarm and failed battery test alarm occurred after the motor error alarm was cleared. Customer stated they were unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.